Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low battery alert on the insulin pump. Customer's blood glucose was fluctuating from 40 to 400 mg/dl. Customer stated that he eats to treat his blood glucose and also uses a syringe for high blood glucose. It was found that the battery indicator does show less than 2 bars on the insulin pump. Customer stated that the last battery change was about a week ago and the battery did not last more than 1 week. Customer was advised to monitor the pump and will be sent a replacement battery cap.